Event description:
The patient received ems treatment for hypoglycemia. The pt reported that the pump emitted loss of prime warnings as an alert that insulin delivery was interrupted. The pt also stated that during the process of clearing the loss of prime warnings she may have inadvertently delivered excess insulin by priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump was returned to animas for evaluation. Upon receipt at animas, the pump was inoperable as it could no longer be primed. Eval revealed a damaged force sensor. Consistent with the patient's report, the pump history indicated that the pump emitted loss of prime warnings alerting the user that insulin delivery was interrupted. The pt also reported that during the process of clearing the loss of prime warnings she may have inadvertently delivered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/prime sequence.